Event description:
Customer reported tpn infusing at 2 cc/h through alaris pump. Gradual increase of oxygen as well as ventilatory needs were required throughout the evening. The pt had two episodes of hyperglycemia. At 0630, the bedside rn noted that the entire bag of tpn of 183 cc was empty. Although requested, no add'l info has been provided.

Manufacturer narrative:
(B) (4). (B) (4). Event logs have been rec'd for analysis. A follow up report will be submitted with the investigation findings.